Event description:
It was reported that the subjected device exhibited a scope communication error b30. The issue was found during set up and inspection for use, before the patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.